Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR report: 1627487-2018-07352. It was reported the patient experienced weakness and numbness in both legs, as well as trouble urinating following his scs system implant procedure. A CT scan revealed the patient had developed an epidural hematoma. Subsequently, the patient had his scs leads removed. Postoperative, the patient still had some weakness in his left leg, but was able to urinate. Reportedly, the patient was to remain in the hospital for recovery.